Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and fractured the bone just below a previously implanted humeral plate. The original left proximal humerus fracture repair was approximately two weeks prior to the patient¿s fall. A revision procedure occurred on (B)(6) 2015 and was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Date of patient¿s fall is unknown. Implant date: unknown ¿ approximately 2 weeks prior to patient¿s fall. Explant date: unknown ¿ a revision procedure took place on (B)(6) 2015, but it is unknown if the original implant was removed. It is unknown if the complainant part will be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: may 7, 2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm periarticular proximal humerus plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it was reported the device was explanted on january 19, 2015. It was reported that the device will not be returned for evaluation/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.